Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy. There were falls that could have been related to this issue. The patient had fallen and said the falls had caused him a lot of pain. It was noted the patient fell 6 months prior to the report, 2 months prior to the report, and the day prior to the report. For the past 2-3 months, it was also noted that it did not work the right way. The patient had lost 55 pounds and he needed to get it adjusted. It was hitting the right spot, the patient just needed it adjusted better. The settings were not quite covering like they used to when the patient was 55 pounds heavier. It was noted the patient had been trying to get the healthcare provider (hcp) to contact the manufacturer's representative (rep) for programming, but they had not. The patient was requesting a call back from the rep. Later, the rep reported he would contact the patient on the friday following the report. Relevant medical history included failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report w ill be sent.

Event description:
Additional information received from the patient reported the steps taken to resolve the lack of therapeutic effect following weight loss was an appointment on (B)(6). In regards to the patient falling they stated the falls were not related to their therapy. According to the patient it was the "same condition but more related to being on crutches." The manufacturer's device was for pain reduction, "the crutches kept me up or not." In regards to the patient experiencing multiple falls they were attempting to get new crutches.